Event description:
It was reported that (1) er420 was used during a laparoscopic cholecystectomy. It was reported by the rep that the device spit clips unformed. Opened another device to complete the case. There was no consequence to the pt.